Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed minor scratches along the length of the instrument and a small fracture at the tip; therefore the complaint is confirmed. The most-likely cause was determined to be excessive force experienced at the tip. The non-conformance database was reviewed in the evaluation and no non-conformances were found. There are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported an instrument that broke during a procedure. The broken tip was retrieved, and a back-up instrument was used to complete the procedure.